Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that two tibial articular surface provisionals broke during trial reduction.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. The device was not returned with the complaint for review. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. This device is used for treatment. A definitive root cause cannot be determined as product was not returned. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.